Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during craniotomy, the tool was broken when creating a suture hole. When MRI was taken after the procedure, it was confirmed that the broken part remained in patient. On follow up, it was mentioned that there was no delay in the procedure and no additional, non-routine actions taken as a result of the damage. There was no revision surgery scheduled at this point. Lot number of the tool was not provided and it will not be returned as it was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On further follow up it was reported that no revision surgery is scheduled and tool remained in patient. No further information was provided on patient's current status.